Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 293 mg/dl, which she treated with manual injection. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test and the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).